Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device invovled in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available. Note: this report is being filed as both a product problem and an adverse event due to the fact that the tip of the catheter may have remained in the patient. No intervention was done, and there was no serious injury to the patient reported, so this report has been classified only as a malfunction.

Event description:
As reported by the user facility: a patient in the ER was discovered to have her IV dislodged. The nurse pulled the sheet back and the tegaderm was not adhered to the patient's skin and the IV catheter was laying outside the patient. The catheter was noted to be shorter than expected so was measured and found to be 10mm rather than the expected 25mm. The physician was notified and the patient was taken for both an x-ray and an ultrasound to look for any foreign body in her vein. Both tests were negative.

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.